Event description:
It was reported via repair work order that the bed had angle sensor errors due to a faulty wiring harness, foot hi/lor angle sensor, and base angle sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.